Manufacturer narrative:
Patient code of 2199 was incorrect on initial report.the correct codes are 2515 - shaking and 2194 dizzy.

Event description:
On (B)(6) 2019, the reporter (pharmacist) contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ultra 2 meter was reading inaccurately high compared to another meter (contour). The complaint was classified based on customer service representative (csr) documentation. The reporter stated that the meter issue began at 8am on (B)(6) 2019, alleging that the patient obtained an alleged inaccurately high blood glucose result of ¿131 mg/dl¿ on the subject meter compared to ¿93 mg/dl¿ on the other device. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The reporter stated that the patient manages her diabetes with insulin self-adjuster, the reporter was unable to confirm if the patient made any changes in response to the alleged issue. The reporter alleges that at an unknown time of (B)(6) 2019, the patient developed symptoms of ¿dizziness and shakiness¿. The reporter stated that she treated the patient with lantus 25 units and novolog 8 units at 1pm on (B)(6) 2019. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure, the correct testing steps were being followed, and the patient had used an approved sample site to obtain the blood samples. The csr confirmed that the patient¿s test strips had been stored correctly, were within expiry date and the test strip vial was not cracked or broken. The csr noted the patient did not have control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began, and there is insufficient information to rule out the contribution of the subject meter to the event.